Manufacturer narrative:
Method: device history review. Results: the root cause can be contributed to freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. Conclusion: a possible cause of the reported event is likely both design related and user related.

Event description:
It was reported that while the screw was going through the plate the locking ring unhooked and came out from the screw.

Event description:
It was reported that while the screw was going through the plate the locking ring unhooked and came out from the screw.